Event description:
C/c ruptured textured silicone implant (recalled), and over 20 symptoms of illness. Need removed asap to improve my health. Breast pain, chest pain, migraines, extreme joint pain especially neck/feet/hands and elbows, brain fog, no sex drive, extreme hot flashes, insomnia, dry cough, red eyes, dry eyes, skin eruptions, constipation, hemorrhoids, blood in stool, fatigue, allergies, sinus infections, teeth grinding, dry skin, dry hair, heart palpitations, photos sensitivity, cold, tingling, blurred vision, lumpy armpit-tissue, ridge nails, expelling white phlegm, bloating, yeast infection under left implant, that is ruptured, red dark eye circles, depression. I am sick and want my health back. I have been to many different types of drs over the past 10 years with no answers. The answer is obvious I need my implants out. "I will not take pharmaceutical drugs, why so I can add to the problems...duh." FDA safety report ID# (B)(4).